Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level was confirmed by cgm on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (55 mg/dl). Customer ate carbohydrates to bring bg levels to target range. Customer declined to perform troubleshooting with tandem technical support, and declined to provide any additional information regarding the reported issue.